Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed the 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the issue was a malfunctioning drivetrain motor (slipped bushing) due to a defective component, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2019 and is over 5 years old. A review of the archive data showed a system error, user advisory (ua) 139 (unable to hold compression position) around the customer's reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The drivetrain motor needs to be replaced to address the issue. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During an attempt to use on a patient, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message. The crew switched to manual CPR. No consequences or impact to the patient.